Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was over 400 mg/dl and the ketone level was high. The customer went to the emergency room (ER) and was administered insulin. The customer was not admitted to the hospital and upon leaving the ER, the customer was feeling better with a bg of 200 mg/dl. The customer thought that the pump was not delivering insulin. As the event had occurred in the past, tandem technical support was unable to troubleshoot.